Event description:
The user facility reported that during a patient procedure including use of a defendo disposable suction valve, there was too much suction causing the endoscope to suction to the patient's mucous membrane. The valve was removed to stop the suctioning. No report of injury.

Manufacturer narrative:
The investigation into the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The device subject of the event was not returned for evaluation and a lot number of the device was not provided. Without the returned device, a root cause could not be determined. To date, there have been no additional reports of this issue from the customer.